Event description:
It was reported by service report that the cot is missing the magnet shut-off. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
This is a duplicate of MDR 1831750-2012-09149 which was submitted with a duplicate MDR number in error.